Event description:
Using 1cc insulin needles distributed by (B)(4), the needles consistently break when trying to either draw insulin or insert into skin. Latest incident was with lot # a60110 (B)(4).